Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer reported that they had erroneous results for two samples from the same patient tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e601 analyzer . The patient had strongly elevated ft3 and ft4 values, with normal tsh values. The clinical image of the patient did not suggest hyperthyroidism. All results from the e601 analyzer were sent to the doctor. The physician did not trust the ft3 and ft4 results from the e601 analyzer and believed them to be false. The customer was questioning if the elevated results were caused by an interferent in the sample. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4. The first sample resulted as 9.32 pmol/l for ft3 and 38.2 pmol/l for ft4 when tested on the e601 analyzer. A second sample collected from the patient on (B)(6) 2015 was tested for ft3 and ft4 on an abbott analyzer at the laboratory of the general practitioner. The results from this sample were 3.89 pmol/l for ft3 and 21.4 pmol/l for ft4. The doctor trusted the results from the abbott analyzer. The third sample resulted as 7.98 pmol/l for ft3 and 39.6 pmol/l for ft4 on (B)(6) 2016 when tested on the e601 analyzer. The patient was not adversely affected. The serial number of the used e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample were able to confirm the results generated at the customer site. The sample was analyzed for interfering factors and no interfering factors were detected. A further clarification of the result difference is not possible with available methods and the current state of the art. The values generated by assays from different suppliers may differ and this is related to differences in the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization method used. A general reagent issue can most likely be excluded.